Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. An ortho field engineer performed service actions to multiple analyzer subsystems. A post service precision test was outside of acceptable guidelines. Acceptable tropi es performance was obtained following additional service actions. In addition, the customer is not following manufacturer recommendation for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned.

Event description:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from two different patient samples when tested on a vitros eciq immunodiagnostic system. Patient 1 sample result of 0.094 ng/ml vs. The expected repeat results of 0.028 and 0.021 ng/ml. Patient 2 sample result of 0.106 ng/ml vs. The expected repeat result of 0.015 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected, tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. (B)(4).